Event description:
Patient was intubated in the ed and was transported to ir on a propofol drip. The ed rn remained in ir monitoring the patient. Retained stent from stent retriever device. Two attempts were made with the trevo device to remove the clot. A 3rd attempt was made with the solitaire device. The stent is deployed in the location of the clot in the cerebral artery. After the clot is retrieved, the stent is retrieved into the catheter device. While retrieving the whole device, the stent broke off. When the whole device was removed, the stent remained in the left internal carotid. Per dr. (B)(6) progress note, he documented that attempting to retrieve the device would present a greater risk to the patient than leaving the device in place. Diagnosis or reason for use: clot in cerebral artery.